Event description:
The customer reported to phillips that this defibrillator was involved in an incident during an attempted pt resuscitation.

Manufacturer narrative:
The customer reported to phillips that this defibrillator was involved in an incident during an attempted patient resuscitation. The customer reported that the device was not a factor in the pt outcome. Our investigation remains open. A follow-up report will be submitted after phillips obtains more info about this event.